Event description:
ICU critical patient being suctioned via ett. Suction canister broke apart with pieces spreading across patient room and patient. Risk for staff and patient exposure to body fluids and harm from canister pieces. Bottom of canister drops out and sides implode. The wall suction lines were tested and found to be within normal function range. We are completing two voluntary reports to issues we are experiencing with hard suction canisters breaking apart during oral endotracheal suctioning in our ICU unit. To date, no patient or staff have been injured but the potential of body fluid exposure from the canister breaking, reported by the staff as imploding, is great. The broken particles have also spread across the patient's bed and room posing additional potential for injury to patients and staff. We have contacted the manufacturer and they are testing the products but we have not yet gotten a report from them on their findings. We are concerned about the safety of our patients and staff and feel this risk needs to be addressed. With the two events we have had, the internal vacuum line (wall suction) was immediately tested by our engineering staff and found to be within normal functioning ranges. (B)(4).